Event description:
It was reported that the instrument tip may have bent or broken after used in the surgery. Although instrument was used in surgery no patient complications have been reported.

Manufacturer narrative:
(B)(4). The superior micropituitary shaft tip is broken off at the center of the jaw pivot pin. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with user handling, due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.